Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to stop the fill tubing step during the load process. As a result, the pump alerted the customer that the fill tubing process was not complete. During troubleshooting with tandem technical support the customer was able to successfully complete the fill tubing process. The customer's blood glucose (bg) level was 341 (mg/dl). The customer stated they would complete the cartridge change process and a bolus would be delivered to address bg level.